Event description:
The x-ray cathode is sealed in oil to protect against overheating. When the x-ray head was first installed there was an oil leak in the head. When the MFR was notified they said it was packed in oil. The leak became worse and rptr had to replace the head when it was only three years old. Rptr is concerned because it could explode.